Manufacturer narrative:
Declined to provide due to data privacy policy the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient¿s left eye. The patient experienced positive dysphotopsia that lasted about 4 months. The issue was first observed by the doctor during a post operative exam. The replacement iol is a non jnj lens. Reportedly, the patient has fully recovered.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 30, 2023 . Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was cut in half and coated in viscoelastic residue and dried blood. The lens was cleaned and further inspected under magnification, and no issues with the lens were identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified.